Manufacturer narrative:
Product complaint # : (B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address loosening of tibial implant due to cement mantle failure. An unknown cement was used. Explanted tibia had no cement bonded to it, femur was well fixed but revised as well for a full sigma revision knee. Doi: unknown; dor: (B)(6) 2018; unknown side.